Event description:
Livanova received report that a heater cooler system 3t could not be powered on. There was no patient injury.

Manufacturer narrative:
Patient identifier, age or date of birth,sex,weight,ethnicity. There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanovaova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. A short circuit at the power supply was found and the wago plug was shorted out. The power supply and the plug were replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Livanova received report that a heater cooler system 3t could not be powered on. There was no patient injury. A livanova field service representative found a short circuit at the power supply and at the wago plug. The power supply board and the plug were replaced to solve the problem. The unit was returned to service. The unit is installed since 2008 and a review of the complaint database did not reveal further reported issue related to this heater cooler. Based on above and considering the age of the unit, it cannot be ruled out that an electrical failure of the plug connector, and the subsequent shorted out of the power supply board, could be the root cause of the reported condition. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.